Event description:
Follow up information received from the manufacturer's representative reported that there was no error code. They noted that there was no error coded seen the next morning before the implant of the device. If additional information is received, a follow up report will be submitted.

Event description:
Information received from manufacturer's representative reported that a power-on-reset (por) was seen on the implantable neurostimulator (ins) device prior to its implant. The por was successfully cleared using the clinician programmer unit. No symptoms were reported in the event. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.